Event description:
A customer reported that the charging port was damaged and difficult to use, and the device contained dirt and debris which was cleaned manually. The button was unresponsive, requiring multiple taps to work, and the screen was heavily scraped, making it hard to read. There was no reported impact on the customer's blood glucose level. The device could not be repaired and required replacement, and the customer chose not to pursue troubleshooting.